Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-may-2026 the patient reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following treatment at a rehabilitation center for discontinuation of pain medication. The user was transported to the hospital by ambulance where the user was treated with a glucose tablet and discharged (B)(6) 2026. No long-term health effects were reported.